Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined trouble shooting with tandem technical support. Customer's blood glucose read high on cgm.